Event description:
It was reported that syringe 0.3ml 31ga 6mm wholeunit 10bag was missing plunger caps on 2 occasions. The following information was provided by the initial reporter: material no:324909 batch no: 8337695. It was reported that the consumer found two syringes missing the plunger caps. Verbatim: consumer reported, she found syringes prior to use, missing caps. Stated, she tried to get them replaced at pharmacy but pharmacist told her to call bd2 syringes affected.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 8337695. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200802305] noted that did not pertain to the complaint.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 0.3ml 31ga 6mm wholeunit 10bag was missing plunger caps on 2 occasions. The following information was provided by the initial reporter: material no:324909 batch no: 8337695. It was reported that the consumer found two syringes missing the plunger caps. Verbatim: consumer reported, she found syringes prior to use, missing caps. Stated, she tried to get them replaced at pharmacy but pharmacist told her to call bd2 syringes affected.